Manufacturer narrative:
Two weeks after the onset, the patient was treated with injection amikacin (250mg, once a day, intraperitoneally) for peritonitis. At the time of this report, amikacin, vancomycin therapies were ongoing and the patient was still in the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy peritoneal dialysis (pd) effluent. The cause of peritonitis was unknown. On the same day as onset, the patient began treatment for the event with injection vancomycin, intraperitoneally, 1 gram, once a day. One day later, the patient was hospitalized for the event. At the time of this report, treatment with vancomycin was ongoing, the patient remained hospitalized, the peritonitis was resolving, the patient was recovering from the event and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Twenty five days after the peritonitis onset, the peritonitis was resolved and the patient was recovered from the event. Two days later, the patient was discharged from the hospital and the following day the antibiotic treatments were discontinued. Should additional relevant information become available, a supplemental report will be submitted.